Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred during the ninth dwell cycle of peritoneal dialysis therapy. The patient stated that they observed air bubbles in the heater bag; however, there were no obvious causes for the air. The technical services representative assisted the patient in clearing the alarm and ending therapy. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.